Manufacturer narrative:
During testing and repair at the service center, the device did not sound an audible alarm. This was due to saturated sieve beds.

Event description:
It was reported that the sieve beds were saturated.